Event description:
On march 24, 2025, palette life sciences received a notification in which it was reported that "the physician performed a procedure on (B)(6) 2025 and stated the tip of the syringe broke in half during the injection procedure. No adverse event or injury was reported. The procedure was completed with a different syringe from a new kit. The syringe is available for retrieval.".

Manufacturer narrative:
Qn#(B)(4). Complaint evaluation testing was performed from the sample returned. One empty syringe in return. Number of units and lot is in accordance with report. No defects observed on the syringe. Syringe tip is not broken. It was clarified that the event described as "tip of the syringe broke in half" was, in fact, a needle disconnection. There was no shattering of the syringe or physical harm to the user or patient. Therefore, the event in MDR 3014909464-2025-00017 submitted on april 17, 2025, should be retracted.

Manufacturer narrative:
(B)(4).

Event description:
On march 24, 2025, palette life sciences received a notification in which it was reported that "the physician performed a procedure on (B)(6) 2025 and stated the tip of the syringe broke in half during the injection procedure. No adverse event or injury was reported. The procedure was completed with a different syringe from a new kit. The syringe is available for retrieval."